Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged and exhibited far-field r-wave oversensing (ffrwos) and loss of capture. The physician was concerned with some extra signals on the lead. Additional information received and confirmed by field representative that this ra lead had experienced micro dislodgement and repositioned was already done. Furthermore, no other issues reported as measurements were good. This ra lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.